Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital in backup vvi after receiving a vibratory notifier. Device programmer was used to successfully reset the device. Device remains implanted.